Manufacturer narrative:
Product event summary: analysis confirmed the reported issue. As a result the keypad and window were replaced. Preventive maintenance was then performed. The device then passed testing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the front display was cracked. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.